Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that thoracotomy showed left atrial appendage (laa) was punctured which lead to a pericardial tamponade. The laa was successfully removed.

Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012471593 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The following observations were identified. Visual inspection of the shaft area was performed. The inspection identified the tip was damaged. Also, the inspection identified a shaft kink/twist at approximately 2.5 and 4 and 6 and 24.4 inches from the tip. A kink/twist was observed on the shaft. Damage was observed at the tip of the sheath. The dilator was not returned along the sheath. In conclusion, the reported clinical issue of cardiac tamponade, pericarditis, and perforation occurred during the procedure and could not be confirmed through product analysis. Additionally, the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The sheath failed the return product inspection due to a kink/twist observed on the shaft and damage observed at the tip of the sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was inserted into the atrium, pericarditis was discovered through imaging. A pericardiocentesis was performed. After the patient's blood pressure remained stable, a thoracotomy was performed, where the bleeding was successfully stopped. The patient was waiting to be discharged after the operation, which led to an extended hospitalization of about 15 days. The case was aborted under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.